Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colpoperineorrhaphy due to recurrent cystocele, weak endopelvic fascia, defacatory dysfunction, nocturnia. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure concurrently with cystoscopy on (B)(4) 2011 due to stress urinary intoninence, rectocele, anterior vaginal wall prolapse and mesh were implanted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4)

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2011 due to sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, recurrence, dyspareunia, other. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.